Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.